Event description:
It was reported that the fluid in this inflatable penile prosthesis (ipp) did not transfer from the reservoir to the cylinders. During in-clinic evaluation, pump troubleshooting did not resolve the issues. There were no patient complications reported. A surgical procedure to revise the device is to be scheduled; however, no further update has been received at the time this report was submitted.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders and pump were visually and microscopically examined, and leak/functionally tested. Both cylinders had outer tubing wear against the kink resistant tubing (krt) and leaks were present within this area. No anomalies were found with the pump on the visual inspection, but the component did not pass the activation test. Based on the information available and analysis results, the activation issue identified in the pump and the leaks found in the cylinders could have caused or contributed to the reported clinical observation of mechanical issue.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced mechanical issues as it does not transfer fluid from the reservoir to the cylinders. During in-clinic evaluation, pump troubleshooting did not resolve the issues. There were no patient complications reported. The device was explanted and returned for analysis.